Manufacturer narrative:
Concomitant medical products: b braun, 250ml bag of 0.69% sodium chloride injection usp, lot j5k055, exp 08/17; b braun, 250ml bag of 0.9% sodium chloride injection usp, lot j5l038, exp 09/17; extension set containing a maxplus connector; non-carefusion secondary set; b braun , 100ml mixing bag of 0.9% sodium chloride injection usp; therapy date: (B)(6) 2015. The customer¿s report of fluid leakage at the texium connection between secondary and primary sets was not confirmed. Both sets were functioning as intended throughout investigational testing. The root cause of the reported leak was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of taxol started leaking from the area where the texium cap on the secondary tubing set is attached to the primary. There was no patient harm reported.